Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025 (related manufacturer reference number: 1627487-2025-04205) the physician accidentally pulled the lead and migrated the lead. As such, the lead was explanted and replaced to address the issue. The lead was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.